Manufacturer narrative:
Additional information received: it was confirmed that the etlw1616c124ee was implanted prophylactically due the reported type IV endoleak observed in the bifurcate stent graft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received; it was confirmed that the etlw1616c124ee was implanted on the ipsilateral side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: the reported endoleak was confirmed based on the limited films received; however, the endoleak subtype and the cause of the event could not be conclusively determined. The lack of pre-implant CT scans did not allow for assessment of the pre-implant anatomy. Endoleak interrogation was only partially visualized, and only a single view (a-p) was provided, making determination of the endoleak difficult. While the occurrence of a type iiib endoleak prior to relining cannot be entirely ruled out, this type of endoleak is less likely to occur at index. The findings most likely represent a type IV endoleak . Other factors, such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac, may also have contributed to this likely type IV endoleak. B5; additional information received: the remaining endoleak was originating from the same location in the bifurcate and was not observed in the endurant cuff or limb. The type IV endoleak had not yet resolved and the patient will be reexamined in 3 months. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient underwent endovascular aneurysm repair for a 50 mm abdominal aortic aneurysm using a endurant ii stent graft. Postoperative angiography revealed a significant endoleak from the etbf2813c166ee stent graft, identified as a type iiib with a large needle hole and a concomitant type IV endoleak. A reliant balloon was used to improve stent apposition, but there was no significant improvement in the endoleak. Further angiography identified a high-flow endoleak. Two additional stent grafts encf2828c45ee and etlw1616c124ee were implanted resulting in some improvement; however, a persistent diffuse, slow-flow endoleak remained, identified as a type IV endoleak. No additional intervention was performed to treat the remaining type IV endoleak and the patient has been discharged. Per the physician, the cause of the endoleak was due to a defect in the stent with relatively large pores.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.